Manufacturer narrative:
B5: information added.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. Four (4) months post index procedure, the patient presented to the hospital with left sided facial droop and left sided weakness. The patient had a history of a prior stroke. Magnetic resonance imaging (MRI) determined the patient had a cerebral vascular accident. The patient was placed back on eliquis and aspirin. The patient is expected to fully recover. It was further reported that the MRI confirmed an ischemic stroke, with an acute lacunar infarct in the right subinsular region, with no evidence of associated hemorrhage. Chronic infarcts in the bilateral frontal lobes and left cerebellum. Chronic known occlusion of the left internal carotid artery. Advanced generalized parenchymal atrophy and background chronic white matter microvascular ischemic change. No interventions were performed in response to the stroke. The patient was discharged home with physical, occupational, and speech therapy.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. Four (4) months post index procedure, the patient presented to the hospital with left sided facial droop and left sided weakness. The patient had a history of a prior stroke. Magnetic resonance imaging (MRI) determined the patient had a cerebral vascular accident. The patient was placed back on eliquis and aspirin. The patient is expected to fully recover.